Event description:
Pt was admitted for elective intracerebral avm embolization. Had stage I embolization about 4 months ago and she presented with stage 2 embolization. Stage 2 embolization was not feasible secondary to severe tortuous anatomy as well as small size of the feeding vessels (mainly external carotid artery). Device failure occurred as microwire broke in the one of the meningeal branches that supply the avm. Successful retrieval of the broken wire was done using trevo stent as well as snare devices. Pt tolerated the procedure well with no immediate complication.